Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that there was no suspected cause and that high pacing thresholds continued to gradually rise. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This supplemental report is being filed to update the coding.

Manufacturer narrative:
(B)(6). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that there was no suspected cause and that high pacing thresholds continued to gradually rise. This rv lead was explanted and replaced. No additional adverse patient effects were reported.